Manufacturer narrative:
Investigation summary: three samples were returned in unused condition, in a plastic bag. During visual inspection of the devices, no discrepancies were found in the devices. Samples were set for priming and ran on a cadd legacy plus pump and the alarms were activated, samples showed "high pressure". The failure mode of ¿continuous alarm¿ was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device alarm sounded continuously, and the warning message indicated "high pressure". This occurred when the pump was activated with the cassette. There was no patient involvement, and no patient harm/adverse event reported.